Manufacturer narrative:
The device was not returned for this investigation. Should the device be returned at a later date a supplemental report will be filed.

Event description:
The patient reported through a customer survey that their livongo blood glucose meter was giving them high readings, that caused them to administer too much insulin resulting in an overdose. Multiple attempts without success were performed to understand the extent of the injury and if medical intervention was provided.